Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4). Device #1 - proglide (part #12673-03; lot #unk) is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to achieve arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and a second proglide device was used with the same results. The method how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.